Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, the catheter broke. While unpacking the stent, the nurse noticed that the catheter was broken. It was in two separate pieces. Unfortunately they discarded the package.

Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device revealed that the device was returned in two sections as a result of a break that occurred in the midshaft. The break was measured at approximately 4mm proximal to the port area of the device. This type of damage is consistent with excessive force having been applied to the device. Several kinks were found on the shaft polymer extrusion. A severe kink was also found on the core wire. This type of damage is consistent with excessive force having been applied to the device. Neither the stent protector nor product mandrel was returned with the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for the batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause is determined to be handling damage.